Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.

Event description:
The patient had an aneurysm formation at least one year post procedure after receiving a cypher select stent. The patient was presented with mi, angina and/or st and the aneurysms were found on the angio. No add'l info was given.